Manufacturer narrative:
The unit was returned and an evaluation completed. Upon visual inspection it appears that a thermal event occurred. It is not possible to determine the exact sequence of events that led to the thermal event. However, there is evidence that a short occured in the lower battery pack between the cells and printed circuit board. There was a blackening on the top of the lower battery pack and its printed circuit board (pcb). Cells 2 and 3 appear to have been involved in the thermal event, likely by supplying energy into a fault in the board. Additionally there was a slight melting of the handset plastic enclosure. This concludes the investigation.

Event description:
It was reported that the battery was sitting on the counter overnight and was not on the charging cradle. The battery was burned with a hole at the bottom and the countertop was scourched as well. There was no report of user or patient injury or impact to patient care.